Event description:
It was reported that on (B)(6) 2023 the device fast and reverse do not work. The issue was observed during weekly audit of equipment. There was no patient involvement. No further information was provided. This report is for one (1) hand piece for battery powered driver. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2b: additional product code: gxl and hxx. E3: reporter is a j&j sales representative. H3, h4, h6 the customer reported that the device 05.000.008, handle battery powered driver, fast and reverse do not work. The repair technician reported that membrane vent was discolored and the device does not run in fast forward, forward and reverse conditions, wires were damaged, internal components had debris. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, shrink tubing, motor/gearhead, cam screw, membrane switch/flex circuit and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6) 2024 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 50. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H4, h6 part: 05.000.008. Synthes lot:008057. Supplier lot:008057. Release to warehouse date: jun 10, 2021. Supplier: triangle manufacturing. No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.